Event description:
Analysis of the returned device found a cut/tear at the proximal end of the catheter shaft.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The primary strain relief was removed and water was injected from a syringe into the device. A leak was evident 4.6 cm from the proximal end of the catheter shaft. This section was examined under microscopy, and a cut/tear was visible though the secondary strain relief 4.6 cm from the proximal end. The secondary strain relief was removed and the same cut/tear was visible in the catheter shaft. No other anomalies were noted. It is most likely that the cut / tear occurred during the mfg process. Therefore, a root cause of mfg has been assigned to this investigation.